Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The device had fluid loss. The device was removed and replaced. No patient complications were reported.